Event description:
It was reported that the shaft was fractured. The target lesion was located at right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, the device was not able to cross the lesion and it was found out that the shaft of the device was fractured. The procedure was completed with another of same device. No complication reported and patient is stable.

Event description:
It was reported that the shaft was fractured. The target lesion was located at right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, the device was not able to cross the lesion and it was found out that the shaft of the device was fractured. The procedure was completed with another of same device. No complication reported and patient is stable. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in 2 pieces. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar and a kink in the distal shaft located 7 mm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the shaft was fractured. The target lesion was located at right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, the device was not able to cross the lesion and it was found out that the shaft of the device was fractured. The procedure was completed with another of same device. No complication reported and patient is stable. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in 2 pieces. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar and a kink in the distal shaft located 7 mm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.